Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. The contact stated that an ongoing patient line is blocked alarm was occurring. They could not recall if there were other alarms. The contact said the cassette seemed wet when they removed it from the cycler. The contact was unable to locate the source of the leak and did not know what caused it. No damage was found on the cassette. It was unknown if fluid came in contact with the cycler. As a precaution, the ts representative advised them to discontinue use of the cycler and a replacement was ordered. The patient did not complete their treatment, but there were no adverse effects due to this. Upon follow up, the contact confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the replacement. The patient received their replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette in use at the time of the event was discarded and the contact was unable to provide the lot number for the device.